Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that for the past couple of days, the patient had spasms primarily in their low back, but mostly in their left glute overlying that area of where the device was. Patient said they turned their therapy off because they thought maybe the therapy was irritating them. Patient was having worsening back pain. Patient got a CT scan because of their back pain. Patient was not losing bowel and bladder control and did not have redness, lumps, or swelling. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on 2026-jun-11. They reported that they had been having issues with the device since about a month ago (just before mother's day). They went to a mall and through a metal detector and had a delayed reaction. They turned off the therapy but were still experiencing throbbing, spasms in their lower back and bicycle area. They were still aching and afraid to turn stimulation on. The caller went to the healthcare provider (hcp) yesterday and they provided them with a nerve blocker and thought maybe it was nerve tissue causing the pain. The hcp was thinking about removing and replacing the device and moving it to the other side. Because the therapy was off, the patient had to go back to cathing and had been septic 5 times. The agent reviewed compatibility with metal detectors. The agent emailed physician listings.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.